Event description:
The consumer's husband reported wife used the product for longer than eight hours on her lower back while sleeping. When the patch was removed, the consumer described a burn in five spots in the area worn. The consumer self-medicated the area with neosporin and did not seek medical attention at the time of the incident.

Manufacturer narrative:
The consumer used the product off-label by sleeping with patch on and wearing for longer than eight hours. Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.